Event description:
It was reported the rigid video scope had a broken lens and a blurry image. The reported malfunction was discovered during a therapeutic rectal laparoscopy. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if further additional information becomes available.

Event description:
It was reported the rigid video scope had a broken lens. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the image quality was poor due to the broken cover glass of the charged coupled device (r-unit) section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.